Event description:
Stryker rep reported that screws measuring shorter than the described length. Screw was implanted and then removed due to being to short. A different screw was used to complete the procedure. The procedure was delayed by 15 min.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Stryker rep reported that screws measuring shorter than the described length. Screw was implanted and then removed due to being to short. A different screw was used to complete the procedure. The procedure was delayed by 15 min.

Manufacturer narrative:
The complaint is rated unconfirmed as the complained 45mm locking screw is not visible on the received picture. The picture provided was reviewed. Captured in the picture, is the 60mm locking screw that was reported under a related report; together with a ruler is visible. The screw on the picture is about 1.5mm shorter than 60mm, which is according to the specification. Based on the drawing the actual measurement of a fully threaded t2 tibia locking screw can indeed be up to 1.5mm shorter than the on the package indicated length. This reduced length of the screw is designed to decrease soft tissue irritation as the screw does protrude less from the far cortex. This is also visible in the t2 tibial nailing system operative technique, the screw on the picture is slightly shorter than the 50mm scale next to it and there is a remark with an asterisk that dimensions are nominal. Additionally in the t2 tibial nailing system operative technique; it is also mentioned that depending on the used measuring technique 5mm need to be added to the screw length. A device inspection was not possible since the affected device was not returned, therefore no further evaluation is possible. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown.